Event description:
A malfunction was reported on the pump, specifically labeled as malf 12, with no notable events occurring prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided guidance on resetting the pump, and the malfunction code did not recur after the reset. The customer was advised that they could continue to use the pump, with instructions to call back if the issue happens again.